Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 1) 3.7 inr/2.7 inr 2) 3.6 inr/2.7 inr no actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
Patient 2: (B) (6); male; medications include coumadin once daily (therapy dates unknown), ibuprofen (therapy dates unknown), "amiprisol" once daily (therapy dates unknown),"synvastin" once daily (therapy dates unknown), amoxicillin once daily (therapy dates unknown).

Event description:
Reporter alleged the customer obtained a result of 450 mg/dl on the compact plus system compared back to back with a result of 162 mg/dl on the hospital system when testing was performed within 10 minutes. Reporter stated that she took 8 units of novolog based on the 450 mg/dl result and about 30-45 minutes later she felt light-headed and clammy. Reporter stated that she was in the hospital already, being treated for her stomach and she was then also given an IV of sugar and orange juice. Reporter also stated that the customer could have treated herself. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that she does not have the strips, so no product will be returned for evaluation.